Event description:
It was reported that st elevations occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure the was was used through a 16fr access sheaths without further issue. A contrast injection was performed, and a closure device size was determined. While prepping the closure device a st elevation was noticed. No closure device was inserted in the patient body. Nitro was administrated due to prolonged st elevation. All the devices were removed from the patient body and the physician closed at the groin. The patient was transferred to the catheterization laboratory to determine if there an acute myocardial infarction (mi), which resulted within normal range. The left atrial pressure was ten (10). The physician did not notice any abnormal factors contributing to air. Air was not observed in the imaging of the contrast injection. The cause was not determined but could defer that a possible air embolism occurred. The patient was already discharged and is fully recovered.